Event description:
It was reported that during the implant procedure, there was difficulty in getting the atrial lead to stay in place. At times the helix would not extend, even after 20 turns. Eventually, the helix would jump out, but would not secure to the tissue. The lead was eventually implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.